Event description:
The facility representative reported a colleague 2006 pump with software version 5.09.90 with inoperable open and stop buttons. This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the facility representative. There is no other info available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition of inoperable open and stop buttons was confirmed during product evaluation. Inspection of the pump found that the pump head module keypad was corroded. The keypad on the pump head module was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated under mdq-CAPA-(B) (4).